Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge/recognize a battery pack. The cause for the failure was isolated to contamination on the battery pca, a shorted u13 cmos flash microcontroller on the bedside pca, a shorted d2 diode on the bedside pca, and a shorted q1 current controlling resistor on the bedside pca. The damaged to the components was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to charge a battery pack.